Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was delayed in responding to presses. Reportedly, the customer has to press buttons multiple times while attempting to deliver a bolus. Customer's blood glucose level was 167 mg/dl. Customer indicated they will continue to use the pump for insulin therapy.